Event description:
Emt's attached the device to a person diagnosed in cardiac arrest. An automated ECG analysis was performed and a shock was advised. The device allegedly failed to discharge when the operator pressed the shock button. The reporter did not know the patient's outcome.